Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation with radiofrequency (rf) for atrial flutter faradrive steerable sheath was selected for use. It has been mentioned that device was prepared without incident. The sheath was used in left atrium to steer the farawave for pulmonary vein isolation. During the mapping and rf ablation, leak was noticed at the interface of flush port stop cock and flush port tubing. Air entered the tubing but not inside the sheath. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return as disposed.